Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, severely scratched lcd window, stained end cap sticker, broken belt clip slot and scratched reservoir tube window. The battery tube was inspected and there was no damage.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for cosmetic damage was performed. Customer advised the front of the insulin pump was really scratched up and they were unable to read the display screen. Customer advised the display screen was scratched and the battery compartment was cracked with missing pieces. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.